Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was over 500 mg/dl. A correction bolus was delivered and a manual injection was administered to address bg. Multiple supply change was performed resolving the occlusions. Reportedly, the customer had manual injections as alternate insulin therapy.